Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer received four motor errors in the last thirty days. Customer was unable to rewind the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify e70 alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.